Event description:
It was reported that the core impaction drill was overheating prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.